Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient was injured in a scooter accident on (B)(6) 2012 experiencing a ruptured spleen and fracture of the hand. Patient was implanted on (B)(6) 2012. Patient was returned to the or on (B)(6) 2013 for revision. Nothing was left in the patient and patient was revised to another device. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The visual inspection revealed breakage of the mini plate occurred at the second plate hole. The mini plate is made of stainless steel. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition and mechanical properties. The chemical composition and mechanical properties of the material of the mini plate are in compliance with the international standards iso 5832-1 and astm f138 for implants made of stainless steel. The dimensions of the investigated mini plate were checked using a digital sliding caliper. The width of the mini plate is 4.87 mm and the thickness is 0.79 mm. The given values in the technical drawing of the producer are 5.0 mm for the width and 0.9 mm for the thickness of the plate. Corrosion marks were observed in the first and the second plate hole. Fretting corrosion results from micro movements between the screw head and the plate. The micro movements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. When examining the fracture surface part a of the first fragment and part b of the second fragment of the mini plate using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the transition upper part of the plate to the plate hole and ran into the material. After breaking, the two plate fragments rubbed against each other causing destruction of the fracture surfaces (abraded areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed subsidiary cracks and secondary corrosion. The secondary corrosion is a result of a crevice situation between the plate fragments after crack initiation respectively from rubbing against each other of the fragments. The process affects the passivation layer of the metal and panders corrosion. A documented fatigue crack close to the initial fracture zone of part a (fragment 1) indicates multiple crack initiation. Sem observations and findings showed that the plate failure was caused by fatigue and overload the mini plate was implanted on (B)(6) 2012 because of a fracture of the 41h metacarpal on the left hand. The fracture was caused by a scooter accident which happened on (B)(6) 2012. The date of breakage of the mini plate is unknown. The revision surgery to remove the broken implant was performed on (B)(6) 2013. There was no report with respect to the aftercare of the patient. Based on the topography of the fracture surface, we can conclude that the implant was subjected to dynamic bending loads. Constantly alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implant. The mini plate could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient may have played a certain role. The complaint was determined to be invalid. Placeholder.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. A re-inspection of the plate was performed and it was found that not all dimensions are within the specification. This plate was manufactured in the year 1991, which makes a determination of the root cause impossible.